Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported error 111.2002. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error 111.2002. Technical support - 1. Replace keypad 2. Replace logic board 3. Return to factory because front case/key and logic board no longer available, (B)(6) will retire the unit. A review of the device history record showed the device had a manufacture date of 09/12/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - return to factory because front case/key and logic board no longer available. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
The customer reported error 111.2002. There was no patient involvement.